Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd bbl¿ gram crystal violet that there was precipitate in the stain, which appeared to be gram positive cocci. After multiple customer follow up attempts by bd there was no information provided regarding the occurrence. There was no health impact or consequence reported.

Event description:
It was reported while using bd bbl¿ gram crystal violet that there was precipitate in the stain, which appeared to be gram positive cocci. After multiple customer follow up attempts by bd there was no information provided regarding the occurrence. There was no health impact or consequence reported.

Manufacturer narrative:
Investigation summary: this memo is to summarize findings on the complaint related to bottle gram crystal violet 250ml, catalog number 212525, batch 5112529, and complaint # (B)(4) for solution appearance. Components are mixed and dispensed into the appropriate containers. After qc testing product is released and transported to the distribution center. The complaint investigation included a batch history review of gram crystal violet. The batch history record review indicated no discrepancies. All release testing was satisfactory. Complaint trends were reviewed for a period covering 12 months. During that time there have been no confirmed complaints for the defect in question for this product. No returns or photos were received. A retention sample from the complaint batch was evaluated along with a control batch of crystal violet. The solution appearance of retention sample was satisfactory and comparable to the control; all were deep purple solutions with no visible precipitate. Slides of e. Coli atcc 25922 and s. Aureus atcc 25923 controls were evaluated and had satisfactory staining results for retention and control batches. Ten fields of each smear were examined in detail using oil immersion lens of a light microscope. No excessive precipitate, artifacts or bacterial contamination were seen. The retention sample was comparable to the control. This complaint is not confirmed. Bd will continue to trend dcm complaints for solution appearance.